Event description:
Worked but it made a low hissing sound and then stopped prior to procedure.

Manufacturer narrative:
Unit not returned due to pt contact; this lot has a (B)(4) complaint rate; a DHR review does not indicate a mfg error; MDR flowchart completed; malfunction to be reported; multiple facilities fot his customer - cannot correlate a facility or training issue.